Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: response for the modular rotating hinge post market surveillance survey has the following comment: despite taking a great deal of care to adjust for rotation my patients with gmrs distal femur and mrh proximal tibia still have symptomatic malrotation of the limb on occasion post op.